Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the distal end not secured and the adhesive peeling off, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the distal end was not secured because the adhesive peeled off. There was no patient involvement.